Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the information reviewed, the definitive cause of slda could not be determined. The reported improper or incorrect procedure/method (failure to follow instructions) is related to user error as user deviated from IFU. The reported worsening mr was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Outcomes attributed to adverse event: hospitalization box checked.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4). Exemption number e2019001.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4, a p2/p3 cleft and thickened anterior leaflet. The clip arms were intentionally not perpendicular to the line of coaptation. The mitraclip xtr was implanted, successfully reducing mr to 2. The clip remained stable on both leaflets. There was no clinically significant delay in the procedure. On (B)(6) 2019, an echocardiogram showed a single leaflet device attachment (slda). Mr increased to 3-4. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip procedure was done on (B)(6) 2019; one clip was implanted without issue, reducing mr from 4+ to 2. The clip remains stable on both leaflets. The patient was reportedly in stable condition and doing well. No additional information was provided.